Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that due to patient's uncontrollable spasticity , he had dislocated his hinged insert. Surgeon chose to convert to fusion of knee utilizing an intercalary segment. Cement was hospital inventory so no lot info is available. Update: the hinge pin was part of the distal femur. It was removed, as was the femur, but there was not a separate number for it unless it had been previously replaced. It was not replaced as there was no longer a distal femur in the patient, and as such, there would be no place to put it. Doi: (B)(6) 2019, dor: (B)(6) 2019, right knee.